Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) (thermocouple) open at the connector.

Event description:
It was reported the temperature was not indicated when connecting to the atakr system. The catheter was not used. No patient complications have been reported as a result of this event.